Manufacturer narrative:
Per information received on (B)(6) 2023, date of surgery has been updated back to (B)(6) 2018 under field d6b. Mentor was also made aware that the device was discarded and hence, not available for return. Photo received in under investigation. When photo evaluation is completed, supplemental report will be submitted. Type of investigation has been updated accordingly under field h6. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a 49-year-old african american female patient underwent primary breast augmentation with 500cc mentor memorygel breast implant and experienced capsular contracture; baker grade unknown on her right side postoperatively. On (B)(6)2023, mentor became aware that the patient underwent replacement surgery with unknown gel device on (B)(6) 2018.

Manufacturer narrative:
On april 27, 2023, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 29, 2023, mentor became aware that baker grade experienced on the right side was iii, and date of replacement surgery was (B)(6) 2018. Field d6b has been updated on this form. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).